Manufacturer narrative:
The returned device was evaluated and the investigation found evidence of a damaged cannula. The downloaded data returned an 0x14 alarm, indicating an occlusion of the pod during operation. Timeouts can be seen in the downloaded data. The 0x14 alarm is under CAPA (B)(4) investigation. A tear was found in the exposed portion of the soft cannula, but it cannot be conclusively determined when the tear occurred. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
Not applicable as this event is not reportable.